Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced left rib area discomfort. The right ventricular (rv) lead had become dislodged, and exhibited non-capture. During a lead revision, the lead could not be reattached, and so was removed and replaced with a new lead. No further patient complications have been reported as a result of this event.